Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer's son stated they received questionable results from coaguchek xs meter serial number (B)(4). The result at 10:10 am was 4.3 inr and the result at 10:18 am was 2.6 inr. The customer used different fingers for the tests. The customer was not harmed and did not go to the hospital. There was no allegation of an adverse event. The customer had no heparin. The hematocrit was not known. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 244033) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred and retention material complied with specification.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned meter and strips were tested in comparison to a reference meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: reference meter with masterlot strips: 2.8 inr, customer meter with customer strips: 2.6 inr. Marcumar 4:: reference meter with masterlot strips: 3.4 inr, customer meter with customer strips: 3.1 inr. The maximum difference between measurements with the same blood sample was 9 %. Returned customer material and retention material complies with specification.